Event description:
It was reported that during a distal superficial femoral artery stenting procedure, after predilatation of the heavily calcified lesion, the absolute pro ll stent delivery system was taken to the heavily calcified lesion. Deployment was initiated, but only 4cm of the stent deployed. After a loud clicking noise, the thumbwheel became stuck and failed to retract the sheath any further. The physician tried to pull the entire system out. The stent began to stretch and unravel in the vessel. The stent remained in one piece, but stretched at the distal end. The proximal portion of the stent pulled into the sheath, but would not budge any further. The patient was given an additional dose of heparin and was taken to surgery for immediate femoral-popliteal bypass and stent removal. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4): device was pulled against resistance in an attempt to remove the delivery system. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue of difficulty deploying the stent was confirmed by analysis. During analysis, the handle was opened and the proximal spool was noted to be out of position with a damaged appearance to the side of the spool. An evaluation of the failure mode was conducted and noted that the spool damage and mislocation could be replicated by kinking or clamping down on the distal part of the catheter while applying a large amount of force to the thumbwheel. As such, this spool damage and mislocation were shown to be likely an effect of force applied to a catheter having difficulty deploying, rather than a defect in the manufacture of the device. The exact cause of the difficulty deploying the device is unknown, however a relationship to the reported heavy calcification in the vessel and the operational context of the procedure is likely. No product deficiency was identified. A review of the device lot history record revealed no non-conformances that would have contributed to the reported event.